Event description:
It was reported that (1) hc325 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the product resulted in solid tone on generator. Everything was redone and test tip utilized. The handpiece was ok and the hc325 would not work. Pulled another device and it worked fine to complete the case. There was extended or time by ten minutes.